Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms and the device emitted beeping tones. All subsequent shock impedance measurements were in the 55-60 ohms range. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi). The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.